Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers on the insulin pump kept ramping up without input. The reported issue had stopped but one of the buttons was unresponsive. The customer stated that nothing significant had led to the anomaly. The customer's blood glucose was 6.7 mmol/l. Nothing further was reported.